Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redq1517 showed no other similar product complaint(s) from this lot number.

Event description:
The following has been reported: the incident occurred on october 17 with a PICC-line reference 2174108, lot redq1517. The doctor confirms the removal of the PICC-line (permeable and in place). At the time of withdrawal, significant resistance is perceived after having exteriorized a length of 30 cm. The device is weakened (presence of small holes). The PICC-line breaks at l = 35 cm. A radio shows that a piece of l = 7 to 10 cm approximately remains inside the arm. The piece is removed by cardiovascular surgeons and they find several small holes in the catheter.

Event description:
The following has been reported: the incident occurred on (B)(6) 17 with a PICC-line reference (B)(4) , lot redq1517. The doctor confirms the removal of the PICC-line (permeable and in place). At the time of withdrawal, significant resistance is perceived after having exteriorized a length of 30 cm. The device is weakened (presence of small holes). The PICC-line breaks at l = 35 cm. A radio shows that a piece of l = 7 to 10 cm approximately remains inside the arm. The piece is removed by cardiovascular surgeons and they find several small holes in the catheter.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and appears to be related to the use of the device; however, multiple possible contributing factors may have contributed to the reported event. One 4 fr sl powerpicc catheter was returned with the statlock attached. A broken 9 cm segment was returned. The proximal segment of the broken segment appeared to have compression damage caused by an instrument. Microscopic observation of the break surface revealed it to be granular. Cracks on the material surface were observed. Material whitening also present throughout the break surface. Additional material whitening was present approximately 7mm from the break location. The depth markers were observed to be worn out on the distal section of the main catheter length. The characteristics are consistent with damage caused by repeated bending of the catheter leading to material fatigue. The catheter was cut near the break location in order to measure the wall thickness. The event description indicates that significant resistance was experienced during removal of the catheter based on the characteristics of the damage observed, multiple possible contributing factors were observed which include material fatigue and tensile damage. Since a partial split and a complete fracture were observed, the complaint is confirmed. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redq1517 showed no other similar product complaint(s) from this lot number.